Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at the connection between the supply line and the last supply bag was reported, which is known to cause this alarm. The cause of the leak at the connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the connection, "at the blue clamp", between the line and the last supply (fill) bag that led to this alarm. The technical service representative guided the home patient (hp) to remove the supplies and advised the hp to contact their peritoneal dialysis registered nurse to ask about how to proceed. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.